Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "dirt" was found in the bd¿ catheter tip syringe packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "presence of dirt inside the sealed package."

Event description:
It was reported that "dirt" was found in the bd¿ catheter tip syringe packaging before use. The following information was provided by the initial reporter, translated from portuguese to english: "presence of dirt inside the sealed package."

Manufacturer narrative:
H.6. Investigation summary: one sample was received. It came in sealed packaging blister. Visual inspection was performed. The barrel has embedded burnt plastic. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.